Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the physician punctured for the bone marrow with intraosseous needle urgently, it bent and could not be used for transfusion. The complaint device was replaced with another device. It was further noted that the cannula had been dislodged from its glue joint with the winged hub. No other information was made available.